Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was user error. No device failure detected. It turned out that user fault causes circuit test failure. As a resolution the device was re-calibrated.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, logfiles has been provided and analyzed by techincal support. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has problems in the circuit test during patient use. At this time there was no known impact or consequences to the patient associated from this reported event.